Event description:
The customer states that one patient sample from the emergency room generated an initial aeroset calcium assay result of 5.7 mg/dl. The operator questioned the result and tested the sample on the other aeroset analyzer in the lab and generated a result of 9.3 mg/dl, which was reported out of the lab. The patient was discharged. Earlier in the day, this same patient had generated an aeroset calcium assay result of 5.8 mg/dl. The operator recalibrated the assay and retested the sample on both aeroset analyzers and generated a result of 5.7 mg/dl on each. There is no further impact to patient management reported. The customer requested a service call for the analyzer that generated the elevated result of 9.3 mg/dl.

Manufacturer narrative:
An abbott field service engineer arrived at the customer site and replaced an obstructed sample probe b. Also, several sections of worn tubing were replaced along with the remainder of the sample and reagent probes on the analyzer. Subsequent instrument operations and test results were acceptable. This issue is addressed in the aeroset system operations manual (ln 9d06-05), section 10, troubleshooting and diagnostics, observed problems. Observed problem:results are erratic; precision is poor. A number of corrective actions are listed, one of which is to contact service. The investigation demonstrated that the aeroset analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.